Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation, but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. Patient report: a male patient was found unconscious at the nursing home while wearing the lifevest device. The patient was sent to the hospital and was in a coma, with a poor prognosis at time of customer report. ECG and flag analysis: time. Flag/comment. 17:08:02 belt connected in 2007. 09:56:42 bradycardia. 10:00:17 asystole declared by system. 10:29:31 battery pulled, device shutdown. Conclusion: a man had asystole declared by the lifevest system. The lifevest properly declared the asystole event. The device operated as specified, no shock is given for asystole events. The patient was last known to be in the hospital in a coma. (See scanned pages)

Event description:
The daughter of a male patient contacted lifecor customer support to report that in 2007, the patient was found unconscious at the nursing home wearing the lifevest. The family took the lifevest home. On the following month, support attempted to aid the family in downloading the device. The family could not get the device to download. Customer support sent the territory manager to aid in downloading the device. On the same day, support reviewed the download. The download reveled an asystole event. The territory manager was contacted to present the download to the physician. The family told the territory manager that the patient was in the hospital and in a coma with a poor prognosis. The territory manager is retrieving the equipment.